Manufacturer narrative:
(B)(4). Date sent: 11/29/2021.

Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. D4: batch # u5e68u. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with anvil and cut washer. The device did not power when the battery was inserted. It was determined that the left bulkhead contact was lifted, preventing the device from powering. It is possible that multiple attempts to insert the battery could have caused the plastic post that holds the contact in place to brake, causing the contact to lift. The device could be powered by manually holding the contact in place while the battery inserted. The device would not fire, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: cdh29p was opened onto sterile field and assembled correctly. Anvil from stapling device was removed from device as per manufacturer¿s instructions and suture-fixed into colon. The stapling unit was inserted into rectum up to staple line and spike extended puncturing the staple line as per normal surgical procedure. The anvil was clicked onto the extended spike and the spike is then retracted back into the stapling unit as per manufacturing instructions. Surgeon confident that stapling can be initiated. Safety catch released and firing trigger pressed, nothing happened, checked all troubleshooting options tried to fire the stapling unit again but nothing happened. Surgeon decided to use another of the same stapling devices. The faulty stapling unit was removed from rectum but noted that this was an untoward incident as we could damage the rectal staple line by inserting the new stapling device. Another unit (same lot no:) was opened and the stapling unit inserted into the rectum and spike extended through same rectal staple line perforation causing no further damage. Anvil reconnected to new stapling unit and spike retracted as before, safety catch released and firing trigger pressed. Stapling commenced and successful firing occurred. Stapling device was withdrawn from rectum following manufacturer¿s instructions. No further problems. Troubleshooting for non-firing of stapling device was performed. Decision to open new stapling device same product taken. After case completed battery from new device exchanged to exclude battery failure in faulty unit. Tried to re fire stapling device same fault occurred therefore original battery retained with packaging.

Event description:
It was reported that during an unknown procedure, device was set up, attached to anvil. When the device was fired, did not work at all. The surgeon troubleshooted, reattached anvil, checked tissue compression scale etc. Device did not work. New device opened, attached to original anvil, the second device did complete firing sequence. M., scrub assistant, later used the new device battery in the old device to see if it would fire (away from patient, not on tissue), the device still did not work. 5-minute delay. There were no patient consequences or change in the post-operative care of the patient.